Event description:
Boston scientific received information that that an x-ray showed that a piece of this lead was not visible. The lead image was lacking in two locations, at the suture sleeve and approximately one centimeter distally from the suture sleeve. There were no anomalies with lead measurements, but a lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.